Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ degenerative disc disease. Patient reported she will charge her ins until she confirms with the recharger (insr) that the ins is fully charged but stated the ins will deplete but will not deplete less than 50%. Patient later reported the ins battery showed 50% all of the time. Patient noted she charged the ins on saturday and yesterday around 12 o'clock the ins had depleted 25% already. Patient reported she would get her patient programmer (pp) out to check the ins status and the pp would show that the ins battery needed to be checked and reported this screen does not go away. Patient reported seeing "pp batteries low" info screen. Patient reported she recently changed batteries in the pp and used alkaline batteries. Patient put new batteries in the pp and then reported seeing the "check battery" message on the screen but after some clarification it was determined that the patient thought the check mark next to the letter b on her therapy screen meant "check battery". Patient stated she saw the letter b and 4.0v on her therapy screen. Patient reported these events occurred either (B)(6) or (B)(6) of 2017. Caller was redirected to healthcare provider (hcp). No further complications were re ported/anticipated.